Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient was sleeping, and when he woke up, he was feeling hyperglycemic. He was vomiting, had diarrhea, could not walk, and was dehydrated. The patient's mother called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient's cgm was reading low mgdl and the patient's bg level was 1075 mgdl. The patient was also wearing a tandem insulin pump. The patient was admitted to the intensive care unit (ICU) and was treated with an intravenous (IV) insulin drip, IV fluids, and unspecified antibiotics. The patient was discharged home after three days. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.